Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose level was 225 mg/dl at the time of incident. The customer reported reoccurring alarms every hour even after battery cap replacement. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No power loss alarm noted during testing or in the insulin pump trace download. However, insulin pump trace download analysis confirmed the insulin pump alarmed battery power error and replace battery alert. The power management tool confirmed battery power error and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.